Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist for use during cardiogenic shock and high risk cpi & impella rp with smartassist system section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿

Event description:
The complainant reported during implant procedure of impella rp for 77-year-old male patient, the physician stated that he pulled the rp out because it wouldn¿t start. The physician then rinsed the impella in a basin with sterile water and flushed the inlet. The physician determined the rp was working and reinserted it via the right femoral artery (rfv). The patient coded and expired after approximately 5 hours of support. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The investigation into pump did not start has been completed. The impella device was not returned for evaluation. The root cause of the pump not starting was most likely biomaterial. The following have been reported incorrectly on manufacturer device report 1220648-2024-22354. G1 reporting contact email.